Manufacturer narrative:
This event occurred during the unspecified date of 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified infusor under infused. It was further reported that the infusor are running over 24 hours, instead of 46. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.